Event description:
The device was being repaired at the philips repair bench for an issue not related to audio, while at the bench, the technician found no audio from the mx40 device. There was no patient involvement.